Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), post transfemoral tavr procedure in the aortic position, the patient became symptomatic for aortic regurgitation and the patient¿s paravalvular leak (pvl) was found to have worsened from mild to moderate. On pod 1 the 26mm sapien 3 valve was observed to have migrated towards the ventricle. A second valve was deployed. The patient had an area of 535mm, which was on the cusp of a 26mm/29mm sapien 3 valve. The physician decided to use a 26mm sapien 3 valve with an extra 1 ml in the delivery balloon. Bav was performed. The valve was deployed in an 80:20 aortic position. Post op echo showed mild pvl. The patient then started to develop symptoms of aortic regurgitation and a repeat echo showed the patient¿s pvl had increased to a moderate level. On pod1, an angiography was performed that showed the valve had migrated towards the ventricle and was now sitting 60:40 aortic. The physician rebooked the patient to have a bav to fix the aortic regurgitation, however, when the physician gained access, the valve was found to have migrated further to the ventricle to a 50:50 position. The physician decided that a bav would not help the patient and another valve was needed to be implanted. It was decided to implant a non-edwards valve within the sapien 3 valve to give ¿some¿ radial strength to stop it from migrating further. Pod 19 additional information received indicated the patient has since been discharged from the hospital in stable condition. It is perceived that valve migrated towards the ventricle because it was undersized. The native annulus measured 450mm². The native annulus, leaflet and aortic root were moderately calcified. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use (IFU), valve migration and paravalvular leak (pvl) events requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the exact cause of the migration is unknown but may be related to procedural factors (undersized valve). The pvl was likely caused by the migration of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards for evaluation. The pre-op CT, radiology report, procedural cine, pod1 cine, pod19 cine were provided to edwards and reviewed by an edwards physician proctor. The procedural echo, follow up echoes and patient medical history were requested, but not provided. The procedural cine findings were calcified and tortuous iliac arteries and abdominal aorta, bav x 1 with contrast injection; balloon deep in lv, valve coaxial, nice slow inflation seen, valve appears too ventricular, 65:35 (a/v), valve fully expanded, and mild pvl seen. Pod19 cine showed that the valve now appears 10:90 (a/v) with severe ar. Impression: from the radiology report provided, the transfemoral access vessels mld was less than the recommended size for a 14f esheath. The annulus measurements values provided describe an oval shape annulus. Bav (size not provided) with contrast injection showed no leak with full inflation; however, the balloon was too deep in the left ventricle and may have given a false negative in regards to proper valve size by not allowing contrast leak. The valve was fully deployed, but too ventricular. Mild pvl was seen. Last cine image from pod19 study confirmed valve migration as the valve appeared in a 10:90 (a/v) position. Would recommend, based on CT anatomy provided, with oval annulus, valve size should have been 29mm s3; however, tf approach may not suffice as patient femoral access appeared too small for a 16f esheath. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, based on the imaging review, the exact cause of the migration is unknown but may be related to procedural factors (undersized valve). The pvl was likely caused by the migration of the valve.